Event description:
The tip of the 5 mm tenaculum instrument broke off in the patient, which required additional procedures to be done. X-ray was taken and hand assisted gel port was used to remove the broken instrument tip.